Manufacturer narrative:
(B)(6) 2023 final report: philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed that the reported issue was with ups and not with the system. Upon inspection, rse confirmed this is the ups of galaxy 80kva 400v which is a not approved supplier from philips. Rse recommended to directly connect with supplier. Based on the information no further investigation required. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Ups power failures or outages may occur that can cause the azurion system to not boot up. Ups failure is considered as a localized power failure that is not caused by the device. Since the malfunction of an external ups power source would not be considered a device malfunction of the azurion system, this event would not be reportable. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the machine was found off. It did not turn on even with the green button in the room. No patient harm reported. Philips has started an investigation of the complaint.